Event description:
Physician performing a selective right coronary artery angiography with placement of overlapping drug eluding stent in the right coronary artery and drug eluting stent and bare metal stent in right ventricular marginal, complex percutaneous coronary intervention of distal to proximal right coronary artery including bifurcation technique stenting of right ventricular marginal branch. Following return to room, patient became hypotensive, taken back to cath lab for emergent pericardiocentesis, right coronary artery angiography. Patient had successful aspiration thrombectomy of the distal right coronary artery posterior descending artery. Green string like material found in thrombus following angiography.